Manufacturer narrative:
Additional narrative: a follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
It was noted that the driver has been stripped. The wearing of the tip of the driver could be attributed to the driver not being completely seating in the screw head. In addition, there are scratches and wear seen near the tip of the driver. A review of the device history record for the mmsi final tightener found no discrepancies during the manufacturing of the product. No issues were identified during the manufacturing and release of this product that could have been contributed to the problem reported by the customer. The product was released accompanying all quality requirements. A 12 month complaint trend analysis for the driver stripping was performed on the product code, as any change in the driver may change the forces applied to the tip. In this complaint, there was no harm to the patient however the potential for harm exists if this fault were to recur. Review of complaints found no significant trends. The root cause for the driver stripping cannot be positively determined. However, the stripping may be attributed to the driver not being completely seated in the screw head. No corrective action/preventive action is required as there has been no issue identified in the manufacturing or release of this device, and there have been no systematic trends. Therefore, this complaint will be closed with no further action required.

Event description:
International affiliate reports the tip of the moss miami si final tightener became stripped during a long expedium 5.5mm case.